Event description:
During a bilateral knee replacement procedure, a left femoral component was inserted into the right knee. Full range of motion was present in the operating room. After the replacement, depuy was contacted with concerns regarding product labeling and visibility of laterality designation of the cruciate substituting femoral component. The print is small and does not stand out from surrounding print. The implant was not replaced, and the patient was made aware of the issue. No adverse impact on the healing or restriction of motion in the knee is anticipated by the surgeon.